Event description:
Information was received that during testing, a smiths medical cadd legacy is failing volume test. No adverse effects reported.

Manufacturer narrative:
Information was received on 01/20/2020 indicating that the event occurred during use. There were no patient consequences reported. In addition, it was also noted that the infusion was life sustaining, event date and patient information were also provided. Device evaluation completion date: 04/16/2020. Device evaluation: one smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's reported problem regarding delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications +/- 6%. Service replaced cracked battery door, lens, upstream occlusion (uso) seal and worn downstream occlusion (dso) to address the reported issue. Service will also replace an expulsor assembly to bring the delivery accuracy closer to nominal of a range. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.